Event description:
It was reported that the bd syringe 10ml ll eurographics had foreign matter. The following information was provided by the initial reporter: material# 300912 batch# 4347925 when did the incident occur? Before use. Dirt can be seen in the luer of the syringe when the syringe is still in a closed, unopened package and black dots on second syringe after opening the package the incident occurred 3 months ago but was reported only now.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter a report was received indicating the presence of dirt within the luer of a syringe. To support the investigation, two physical samples and three photographs of 10ml eurographic syringes from lot 4347925 were submitted for evaluation by the quality team. One sample was received in unsealed packaging and exhibited brownish discoloration within the barrel. The second sample was received loose and contained black particulate matter embedded in the barrel. The submitted photographs included two images showing syringes with embedded foreign material and one image highlighting the black embedded matter. The foreign material appears to be degraded plastic resin. This condition is considered non-conforming per product specifications and is typically associated with the injection molding process. Degraded resin may occur during startup or intermittently during production and can become incorporated into molded components. A review of the device history record for material number 300912, lot 4347925, was completed. All visual inspections were performed in accordance with established requirements, and no quality notifications were recorded related to the reported condition. The lot was inspected per the approved inspection control plan, accepted for shipment, and found to be in compliance with product specification requirements. To date, no additional complaints or similar events have been reported for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.